Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were not detected after completing the load sequence. Reportedly, another cartridge was loaded successfully. Customer's blood glucose was 300 mg/dl.